Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue on their own by changing the cartridge and successfully resumed insulin delivery. Technical support educated the caller on proper cartridge air removal and the use of room temperature insulin, and the caller acknowledged and understood these instructions.